Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient stated that she has sensitive skin and was rejecting the glue of the sensor adhesive. The patient also stated that she has an auto-immune deficiency. The reaction was treated with a prescription of an unspecified oral antibiotic for 7 days and an over-the-counter aquaphor cream. At the time of the report, patient condition was stable. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.